Event description:
The device was used during a breast biopsy. Reportedly, the cartridge was difficult to load and disengaged. The product produced shavings in the pt and the surgeon applied another device to complete the procedure. The hosp has reported no pt injury occurred.